Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which is indicative of battery voltage being too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed that the recorded code is valid. The power consumption is increasing in a gradual fashion. This device was exhibiting premature depletion. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.